Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient's urinary retention was chronic, but that it was much better and had resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a (B)(6) trial patient regarding an external neurostimulator (ens) for urge incontinence and urgency frequency. Patient stated that since the procedure, they had been catheterizing larger volumes than normal. They also mentioned having a hard time sleeping. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.